Event description:
Knee pain [arthralgia]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from the physician regarding a female pt (age and initial not provided). The pts medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20), injection, dosage regimen not provided. The lot number of synvisc one was not provided. On (B)(6) 2012, the pt experienced knee pain and effusion. On the same day, pt had arthrocentesis and 40 ml of synovial fluid was withdrawn. The action taken with synvisc one treatment was not provided. The outcome for the events of knee pain and joint effusion was not yet recovered. Concomitant medications were not provided. The intensity for both the events was no provided. The reporting physician did not provide the relationship between synvisc one and both the events. Follow-up info was received on (B)(6) 2012, which upgraded the case to serious. The info was received from the physician regarding the pt demographics, osteoarthritis info, suspect product, event and pt clinical course info. The pt was (B)(6) with initials (B)(6). The pt had digital gonarthrosis of right knee (diagnosed in 2006; origin: degenerative). The pts medical history was significant for fracture tibia plus fibula (in 1959) due to a traffic road accident, previous treatment with non-steroidal anti-inflammatory drugs, corticosteroids and previous medical device implantation with synvisc one (five times). The pt had arthrocentesis prior to the synvisc one injection. Synvisc one was administered by latero-external (supra-patellar) route. On (B)(6) 2012, the pt was treated with altim (cortivazole) and the same day, the pt recovered from the event of right knee effusion and knee pain. On (B)(6) 2012, synovial fluid analysis (synovial fluid was viscous, of orange color and not translucent) was performed which revealed the presence of several white blood cells and several red blood cells. Of the white blood cells 31% were polynuclear cells, 3% were eosinophils, 29% were lymphocytes and 37% were mononuclear cells. Culture test on standard, enriched and selective media was sterile and anaerobic bacteria was negative. Treatment with synvisc one was permanently discontinued. Concomitant medications included previscan (fluindione), flecain (flecainide acetate) and tenrodate (atenolol, nifedipine). The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc one and both the events as definitive.

Manufacturer narrative:
Follow-up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.